Event description:
It was reported that the entire device system was replaced. It was indicated that the pump was prophylactically removed to avoid in vivo battery depletion. During normal pump replacement, the physician was unable to aspirate any fluid from the catheter. The physician never attempted to push back in and instead decided to replace the catheter as well. X-ray showed that the catheter was in it's correct position. After catheter explant, they noticed some "black sludge" inside the catheter. There was no volume discrepancies noted. It was indicated that there was no new patient symptoms, however she was on oral medications for break-through pain. It was noted that the patient was admitted and was being kept over-night for monitoring. The outcome of the patient was reported as recovered without sequelae. The drug delivered via pump was morphine.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Final analysis of the pump revealed gear train anomaly, corrosion and/or wear and/or lubrication. Final analysis of the catheter revealed catheter body discoloration and dark residue occlusion in dispensing holes, event related.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j0177986r, implanted: (B)(6) 2002, explanted: (B)(6) 2012. Product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.